Event description:
It was reported while using bd bactec¿ mgit¿ 960 system two false negatives occurred. This is a report of a single occurrence. No false results were reported out to the clinician or to the patient. The following information was provided by the initial reporter: two bottles that should be negative on day 42 are not negative. It might be, but not determined. There is no anomaly with the instrument.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 system two false negatives occurred. This is a report of a single occurrence. No false results were reported out to the clinician or to the patient. The following information was provided by the initial reporter: two bottles that should be negative on day 42 are not negative. It might be, but not determined. There is no anomaly with the instrument.

Manufacturer narrative:
H.6: the reportability of this complaint has changed. MDR is no longer needed and is canceled.